Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked during peritoneal dialysis therapy. The cause of the leak was not reported. It was reported that there was a small hole in the ¿pd tube outside of the abdominal cavity¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The customer reported that the product that was leaking was not the patient¿s peritoneal dialysis (pd) transfer set (as previously reported), rather it was the patient¿s peritoneal dialysis catheter (non-baxter product). Therefore, upon further review, it was determined that the baxter pd transfer set is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.